Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address: no.(B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent did not adhere to the vessel wall and migrated, requiring placement of another stent. The 70% target lesion was located in the mildly tortuous and moderately calcified carotid artery. The diameter of the internal carotid artery was 5 mm, while the diameter of the common carotid artery was 7 mm. An 8.0-36 carotid wallstent self-expanding was selected for treatment. However, after the stent was deployed, it was noted that the stent did not adhere to the vessel wall at the target lesion site and it migrated to the distal end of the blood vessel. The delivery system functioned as intended. As a result, a 7-40 carotid artery stent was used to adhere to the vessel wall at the proximal end. There were no patient complications as a result of this event. The patient status was stable post procedure.

Event description:
It was reported that stent did not adhere to the vessel wall and migrated, requiring placement of another stent. The 70% target lesion was located in the mildly tortuous and moderately calcified carotid artery. The diameter of the internal carotid artery was 5 mm, while the diameter of the common carotid artery was 7 mm. An 8.0-36 carotid wallstent self-expanding was selected for treatment. However, after the stent was deployed, it was noted that the stent did not adhere to the vessel wall at the target lesion site and it migrated to the distal end of the blood vessel. The delivery system functioned as intended. As a result, a 7-40 carotid artery stent was used to adhere to the vessel wall at the proximal end. There were no patient complications as a result of this event. The patient status was stable post procedure.

Manufacturer narrative:
Updated a1: patient identifier updated d9: device avail for evaluation? Updated e1: initial reporter zip/post code updated e1: initial reporter email updated h3: device eval by manufacturer? Updated h6: evaluation method codes updated h6: evaluation result codes updated h6: evaluation conclusion codes e1 - initial reporter facility name: beijing tiantan hospital capital medical university e1 - initial reporter address: no. 6 (B)(6) district: no. 6 (B)(6) district e1 - initial reporter phone:(B)(6).